Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the haptic would not unfold after the iol was placed in the eye. The incision was enlarged to facilitate removal and replacement of the iol.